Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. This code is applied for performing the deployment steps out of order. Evaluation summary: the device was returned for analysis. The reported foot retraction issue was not confirmed. The investigation determined the reported difficulties appear to be related to user error and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional cardiac catheterization. Reportedly, the footplate was opened and the plunger was pushed in to deploy the needles successfully. The deployment steps were then performed out of order. After needle deployment and before plunger removal, the footplate was attempted to be retracted, initially without success. Eventually the footplate retracted and the proglide was removed without tissue damage. A sheath was reinserted to control bleeding and hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.